Event description:
This male pt with no relevant medical history was admitted for an acute lateral wall mi (>72 from onset of symptoms). No thrombolytics were administered. The pt was given aspirin, plavix, reopro, and heparin. Clotting times were not measured during the procedure. Baseline labs and vitals signs revealed systolic hypertension (205/88 mmhg). Cardiac enzymes were within normal limits. Angiography revealed a bifurcating, 99%, 21mm long, de novo, b2 type lesion in the mid lad/ diagonal 2. The vessel had a reference diameter of 3.0mm. Flow through the vessel was timi I. The bifurcation was double-wired to protect the diagonal branch. The lesion was not pre-dilated. A 3.0 x 23mm cypher select stent was positioned within the target site and was deployed to 16atms. The stent was post dilated with a 3.25 x 12mm balloon inflated to 22 atms. Upon angiographic review, a type-a dissection was noted extending distally from the edge of the implanted cypher stent. An add'l cypher select plus stent was positioned to cover the dissection and was deployed to 16 atms with satisfactory results. There was no residual flap, dissection, or distal embolization noted. The physician then turned his attention to a 90%, de novo, 6mm, b2 type lesion in the ostium of the diagonal 2. The vessel diameter was 2.5mm and flow through the vessel was timi ii. The lesion was predilated with a 2.0 x 15mm balloon inflated to 16atms. A 2.25 x 08mm cypher select plus stent was deployed to 12 atms with satisfactory results. The pt was discharged the following day with orders for daily administration of aspirin, plavix, statins, and ace inhibitors.

Manufacturer narrative:
Four days after discharge, the pt was readmitted to the hospital for chest pain. All investigations were negative. The pt was discharged the following day. At one-month follow-up, the pt complained of ongoing angina. He was compliant with all medications. Add'l info will be submitted within 30 days of receipt. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product.